Event description:
Customer reported that whilst using t2 recon nail, the registrar and scrub tested to see if they lined up with the jig. They took an x-ray and everything seemed ok, therefore proceeded to drill through the canal. When looking at the lateral view x-ray, they realized the screw missed the nail. They removed the 2 screws and adjusted the nail to try again, but the k-wire hit the nail and small piece of wire broke off. This was left in the patient and they decided not to continue this method. They successfully completed the surgery using antegrade technique by putting the screw through the lesser trochanter. There was a 45 minute delay. Delay of 45 minutes, unintended metal (k-wire) left in patient.

Manufacturer narrative:
The reported event that k-wire, sleeve t2 recon was alleged of issue a broken k-wire could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. However, based on complaint history, we cannot exclude that this breakage was user related and could have been caused due to bending and/or torsion overload (i.e. Hitting the nail surface) and is not manufacturer related. Furthermore, x-ray control must be done during k-wire insertion to avoid misalignments and hitting the nail. A previous case was evaluated by a medical expert regarding breakage of k-wire. According to him the material of the k-wire is non-critical to the patient and shall remain until the bone is healed. A removal shall only be done in case no significant collateral damage will occur. However, it lies in the responsibility of the treating surgeon to leave or to remove the broken off part. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not returned.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Customer reported that whilst using t2 recon nail, the registrar and scrub tested to see if they lined up with the jig. They took an x-ray and everything seemed ok, therefore proceeded to drill through the canal. When looking at the lateral view x-ray, they realized the screw missed the nail. They removed the 2 screws and adjusted the nail to try again, but the k-wire hit the nail and small piece of wire broke off. This was left in the patient and they decided not to continue this method. They successfully completed the surgery using antegrade technique by putting the screw through the lesser trochanter. There was a 45 minute delay. Delay of 45 minutes, unintended metal (k-wire) left in patient.